Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a dark brown particle on the spike of the set. Micro-fourier transform infrared spectroscopy (ftir), polarized light microscopy (plm), and energy-dispersive x-ray spectroscopy (eds) were performed on the particle. The particle was determined to consist of various metals entrained in a polymer and an unidentified compound. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set had black particulate matter stuck to the white plastic tip at the end of the set. There was no patient injury or medical intervention associated with this event. No additional information is available